Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure type: lap. Gastric banding. According to the reporter: the needle detached from the suture, fell into the pt, and the needle could not be located. The needle is still in the pt. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.